Manufacturer narrative:
The reported issue was resolved though phone support. Site confirmed there haven't been any further issues of arms drifting. It was confirmed that issue was caused by user error. The system was verified and ready to use.

Event description:
It was reported that during da vinci-assisted nephrectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report the arms were drifting. Tse recommended to either estop/fault recover the console or reboot the system. The site confirmed to do reboot and cycle the console breaker in between cases. The procedure was completed with no reported injury.